Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Reportedly, the cartridge was reloaded and insulin delivery was resumed. Subsequently, a minimum fill notification occurred after. Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose was 140 mg/dl.